Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was a poor communication screen on the patient programmer (pp). The patient stated they felt stimulation but sometimes it would start to shock or kind of give too hard of a shock. The patient was trying to adjust the stimulation but they could not get the pp to connect to the ins because of the poor communication. They stated they tried to replace the batteries but this did not resolve the issue. A replacement antenna was sent. Additional information reported that they were unable to turn stimulation off and could not connect to the ins. No patient complications were reported as a result of this event.